Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute onyx drug eluting stent to treat a severely calcified and mildly tortuous lesion, exhibiting 98% lesion stenosis between the mid to proximal saphenous vein graft. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issue identified. Negative prep was also performed with no issues. The lesion was not pre-dilated. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent dislodgement occurred during removal following failed delivery. The dislodged stent was removed using a snare. Patient status is alive with no injury.